Manufacturer narrative:
The insulin pump had button error alarm and intermittent up button response due to corroded keypad trace. Device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the insulin pump noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the device might have been exposed to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.